Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette latch sensor was not working. There was no patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: customer complaint of cassette latch sensor not working confirmed through functional testing. Unit alarms, ¿cassette locked but not latched.¿ replaced latch/lock sensor. Upon further investigation, found dso (downstream occlusion) seal delamination. Replaced dso seal. Performed dso calibration. Performed pvt (performance verification testing), unit passes all testing criteria. Updated software. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.